Manufacturer narrative:
Exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by a damaged hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.